Manufacturer narrative:
Customer full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad of the sonicbeat peeled off at a very early stage. The event occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, d9. The device was returned to olympus for inspection and the reported failure of peeling tissue pad was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad is worn and some areas have peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasound was output when the gripping part was closed without grasping tissue (including after the tissue had been cut), causing the tissue pad to wear out and peel off. As the tissue pad wore out, the gripping part and the tip of the probe came into contact. Ultrasound was output in this state, causing scratches (contact marks) on the tip of the probe and gripping part indicating that they had come into contact with each other. An error also occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.